Event description:
It has been reported to philips that the system was producing low disk errors. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the lateral ippc failing to boot. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided the device was outside clinical use. The philips field service engineer (fse) inspected the system on site and confirmed that the issue with low space in ippc (image processing pc). The fse found out that the issue was empty battery or failing (disk bay or dimms or psu) and lateral ippc was defective. Review of log files showed that the lateral ippc malfunction that empty battery or failing (disk bay or dimms or psu). The fse replaced all hard disks, image disks and lateral ippc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.